Event description:
On (B)(6) 2014 the reporter contacted animas alleging the pump had short battery life, with batteries lasting two weeks. A review of the alarm history confirmed low battery and replace battery warnings. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 12/09/2015-device evaluation: the pump has been returned and evaluated by product analysis on 11/21/2015 with the following findings: a review of the pump black box data from date of complaint has been overwritten. There was no evidence of short battery life observed in the current data. The pump was found to have intermittent power using the returned battery cap. There was moisture contamination observed on the cap contacts and contact hub. All testing was performed with test battery cap. During testing, the pump current draws measured within specifications. The pump case was removed and no evidence of moisture ingress or loose components was found. The complaint of a battery life issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.